Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva blood was leaking from the central hub. The following information was provided by the initial reporter: blood leaked from top of nfc where syringe attaches to the nfc. Luer connector part. On 12 dec 2023 response: apologies regarding delay, I've been working nights. I do not have the lot number of the affected cannula. I did immediately contact infection control and adon to ed re the issue which was on one occasion confirmed by myself that if the clamp was released the blood was leaking from the central hub. Fortunately no serious injury came to the patient involved and bungs were replaced. But if it occurred in one I cannot confirm same has not happened in another cannula.